Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) was measured and is within the maximum crimped stent profile specification. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken at approximately 620mm from the distal end of the strain relief and several severe kinks along the full catheter length were also noted. A visual and tactile examination of the outer and mid-shaft section found several inner and outer bends and along the extrusion shaft and several mid-shaft kinks. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00x8 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was going into the patient, the shaft broke approximately 80cm from the hub while the stent was still outside the body. The procedure was completed with another 4.00x8 synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00x8 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was going into the patient, the shaft broke approximately 80cm from the hub while the stent was still outside the body. The procedure was completed with another 4.00x8 synergy stent. No patient complications were reported.